Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk, ubd:asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), a two millimeter imprecision was observed during navigation. It was noted that the imprecision was observed when touching the skull base and the navigation system displayed the inferior imprecision. It was reported that the site continued with the procedure compensating for the imprecision. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. No parts were re placed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined through reproducibility methodology. Based on the information provided, there was no indication that a software anomaly contributed to the reported behavior. The software appeared to be working as designed. If information is provided in the future, a supplemental report will be issued.